Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited an error code e333. It is unknown when the issue was found. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.